Event description:
The pt reported that the infusion device has been delivering too little insulin since (B)(6) 2011. On (B)(6) 2011 at 1:30am his blood glucose measured 380 mg/dl and he changed the infusion set and bolused 7.5 units of insulin through the infusion device. His blood glucose ranged from 221-414 mg/dl from 3:30-6:35am despite bolusing and injecting insulin via pen. At 6:23am his blood glucose measured 300 mg/dl and he changed the insulin cartridge and infusion set and injected insulin via pen. At 11:00am, his blood glucose measured 95 mg/dl. He believes the insulin was bad. On (B)(6) 2011 at 6:17am his blood glucose measured 130 mg/dl. At 7:00am, he ate and bolused 5 units of insulin through the infusion device. At 10:00am, his blood glucose measured 258 mg/dl and he injected insulin via pen and went to see his diabetes specialist who took a blood sample. On (B)(6) 2011 at 7:00am, his blood glucose measured 72 mg/dl and he ate and bolused 7 units of insulin through the infusion device. At 9:46am, his blood glucose measured 243 mg/dl. He stated, that while using the insulin pen his blood glucose is o.k. But while using the infusion device it is not. His normal blood glucose level is 100 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.